Manufacturer narrative:
Tech support reviewed the log files and identified the root cause as the combination very high ambient temperature and dusty environment.

Manufacturer narrative:
(B)(4). It is visible in the logs that alarm 241-temperature of blower high, was triggered 22 times, then alarm 240 -temperature of blower too high came up before finally alarm 316- blower failure became active. Tech support have sent new main electronics and blower unit. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that alarm 316 (blower failure) even when blower was exchanged. As per the customer, the ambient temperature is around 35 to 38 degrees celsius; and blower inlet filter as well as the sinter bronze are exchanged every 15 days. There was no information regarding patient involvement in this event.